Event description:
It was reported that a vns pt was hospitalized due to a stroke. At the moment the relationship of the stroke to vns is unk as good faith attempts to obtain additional info have been unsuccessful to date. Furthermore, info from a company representative revealed the pt is in the hospital and her vns device is at end of service.